Event description:
Reporter stated that pt's blood glucose was tested, on the compact plus system, with a result of "lo" (< 10 mg/dl). Based on this value, reporter treated pt with 6 ounces of apple juice. One minute later, pt's blood glucose was retested with a result of 166 mg/dl. No pt injury was reported. Reporter did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.